Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated quality control (qc) was within range on both instruments on the day of the event occurred. A siemens technical support technician (tst) analyzed the data and stated the issue was caused by sample handling or sample draw. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00720 was filed for the same event.

Event description:
Two lithium heparin tubes were drawn at the same time from the same patient. Both samples were tested for vancomycin (vanc) on a dimension vista 1500 (s/n: (B)(4)) instrument, and the results of the two samples did not match. Both draw results were reported to the physician(s), and the clinical pharmacist questioned the results. The samples were repeated on the same instrument and the results were the same as the original runs. Both samples were then repeated on an alternate instrument, resulting the same as the original and the repeat runs. It is unknown which of the results is correct. There are no reports of patient intervention or adverse health consequences due to the discordant, vanc results.